Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 500 mg/dl. The customer¿s current blood glucose level was 343 mg/dl. The customer experienced symptoms such as vomiting earlier, weak and tired. The customer had high ketones, chest pains and was lethargic. The drive support cap was normal. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The customer was treated with manual injection, lots of fluid and insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.